Event description:
Patient is not on home monitoring, but during an in office follow up shock impedance and pacing impedance have been out of range on trends since (B)(6) 2024. Pacing impedance was greater than 3000 ohms and shock impedance greater than 150 ohms. In office testing today however showed both normal pacing impedance and shock impedance. She tried manipulating the device and no noise was created. No noise seen on recordings. She was unable to reproduce out of range impedance measurements in person, testing device with patient in different positions and isometrics. The device is eri and will be scheduled for change out so she stated they will decide what do to about the lead at that time. Patient has a history of vt.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Analysis of the provided trend data, acquired between july 19, 2024 and december 03, 2024 recorded the initial pacing impedance around 3000 ohms which dropped to around 500 ohms one day later and continued around this value until the end of the recording period. The shock impedance showed a similar behavior with initial value around 150 ohms and drop to around 70 ohms one day later. The analysis of the provided iegm episodes did not show any peculiarities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.